Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that stingers were noted on the gore covering distal area of the distal spring electrode. The helix was retracted and dried blood was noted in the base around the helix. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. Analysis concluded that, electrically, the lead was found to be within specification.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted, due to an infection and returned.